Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2015: normal power consumption. Additional notes: 2 critical battery alarms have been logged on (B)(4), at the following times: (B)(6) 2015 at 21:43:35 and (B)(6) 2015 at 22:24:52 the instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as data cable not sending and receiving information may be related to post-operative management and outpatient care. This would not be likely to cause or contribute to death or serious injury. If no data is transferred due to a problem with the data cable it can be exchanged for another one. This will result in user annoyance and will not affect the function of the pump. It is important to follow IFU recommendations related to product inspection, management and related use. All connectors should be handled with care and kept free of liquid, dust and dirt. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that patient was in clinic and complained that batteries were not staying connected to power source 2 port of controller. Log files were sent and based on files and conversation with vad coordinators and manufacture engineer, it was determined that the patients controller may have a bent pin with multiple controller power up and motor start alarms. The battery was also recommended to be replaced and this was previously reported. The controller was exchanged and hospital could not see any visible bent pins but the patient did use excessive force when trying to make power connections. The patient tolerated the controller exchange very well and continues to do well at home. The patient received re-education on making good connections and is doing better. The investigation continues.

Manufacturer narrative:
After review of additional information received MFR. Contact info, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. This device is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed through visual inspection and functional testing. Analysis of the device revealed that the device met all specifications; the device passed visual inspection and functionality testing. A root cause could not be determined as the controller performed as indented.